Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120554.

Event description:
It was reported patient's system was auto-reducing. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient's leads had migrated and had high impedances on all contacts after multiple falls. As a result, patient underwent surgical intervention on (B)(6) 2025 during which the leads was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.